Event description:
This is a report from baxter of a hemodialysis patient whom at the end of a therapy session on a single patient system, had increased weight instead of decreased weight. The patient experienced difficulty breathing and was administered oxygen and solucortef. The patient was then switched to a different dialysis machine where therapy was completed without further problems. The following additional information was provided: a fluid balance sheet was used to calculate the amount of fluid required. The treatment was programmed for 4 hours. The treatment lasted 1 hour in normal conditions, but is not clear how long after the ultra filtration module failed. The initial amount of fluid removal programmed for the treatment was 2 kg. The fluid removal rate displayed was 500 ml. A xenuim 130 dialyzer was used. The tmp was 0.5. The arterial pressure was 150 mmhg. The venous pressure was 100 mmhg. The amount of fluid that the instrument display showed was not provided. The patient received saline given during prime and fluid given during rinse back. 100ml of saline was used during prime. The patient did not have any vomiting. The clinic uses one scale for all patients and the scale was calibrated and was not removed. Only the ultra filtration (uf) module of machine was retested during therapy.

Manufacturer narrative:
The device has been taken out of service. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.